Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 14 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, a definitive root cause of the burnt inlet could not be identified. Olympus will continue to monitor field performance for this device.

Event description:
Additional information obtained revealed the reported event occurred during startup before use. The phenomenon was noticed during a pre-use check. The procedure was completed by replacing the light source device, but the replacement device information is unknown.

Manufacturer narrative:
The device was returned to olympus for evaluation. The evaluation uncovered the front panel was flashing, a filter turret was faulty, the lens guide connector head wear and normal light filter coat was peeling. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Event description:
The customer reported to olympus, the front panel was blinking on the visera pro xenon light source. Upon inspection and testing of the returned unit, the inlet was burnt. There was no patient involvement associated with this event. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.